Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Test strips discarded by customer. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Adverse event report is being submitted due to symptoms related to diabetes ¿ frequent urination and excessive thirst. Customer contacted doctor due to symptoms. Note: manufacturer contacted customer in a follow-up call on 02-jun-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved. Customer stated no symptoms related to diabetes. Customer stated since last call, her doctor prescribed her a new medication: metformin. Note: manufacturer contacted customer in a follow-up call on 02-jun-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer initially reported complaint for e-2 error. During the call, a blood test was performed by the customer non-fasting and produced test result of hi using truemetrix meter. Customer's information was given to technician who contacted customer via telephone. The customer does not know her expected blood glucose test result range; customer stated she is newly diagnosed and that her fasting lab result was 500 mg/dl. At the time of the call with the technician, customer stated she had symptoms of frequent urination and excessive thirst. Customer stated she already spoke with her doctor and that her doctor is aware of her symptoms. Customer stated she is doing another lab test on (B)(6) 2020. The product is not stored according to specification and is stored in the kitchen; location disclosed after blood test performed that produced result of hi. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: hi, date: (B)(6) 2020, time: 3:59pm, non-fasting.